Event description:
This report is being submitted to report additional information.

Manufacturer narrative:
This report is being submitted to report additional information. The unknown driver was not returned. The reported event could not be verified. A device malfunction could not be verified for the unknown driver. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that could cause or contribute to the reported event. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were likely within specifications and likely conforming when they left zimvie. DHR, sterilization, and complaint history review could not be performed, as the subject item/lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. A definitive root cause could not be identified. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimvie complaint (B)(4). Patient identifier is not provided / unknown. Patient age is not provided / unknown. Patient weight is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown. Ifnt410, full osseotite tapered certain implant 4 x 10mm, lot number 2019070324.

Event description:
It was reported that while placing implant #21 (universal) it fell on floor while transferring to site. No patient contact. Another implant was placed in the same surgery.